Manufacturer narrative:
Product analysis: contamination was identified in the interior of the programmer. A door latch was found to be broken. Display hinges were found to be worn. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as a trade-in, and subsequently tested out of specification. There was no patient involvement.